Event description:
It was reported that this right atrial (ra) lead was damaged during a procedure and loss of capture (loc) on the ra channel was noted. Subsequently, the ra lead was surgically abandoned and replaced with a new lead successfully. This ra lead has not been received for investigation. No additional adverse patient effects were reported.